Event description:
It was reported that the patient came in with a perforated diverticulitis and they had a colo-vasculo fistula. An emergency low anterior resection was performed. During the procedure the stapler misfired. One surgeon was up top and the other was down below firing the stapler. The surgeons were using the triple staple technique. They brought the spike through the distal bowel and saw the orange. They put it on and heard the click. When they dialed the device into the gap setting scale, they re-checked to make sure it was going down. However, when they fired it and removed the device, the anvil stayed in the proximal bowel. It only fired half of the staples and left the other half open. The surgeon hand sewed the anastomosis and placed a temporary ileostomy. The ileostomy is expected to be in place for six weeks. The patient is currently fine.

Manufacturer narrative:
Information anticipated, but unavailable at this time.